Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 220 mg/dl. The customer¿s current blood glucose value is 180 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer has treated high blood glucose with the pen. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Based on customer report customer allege the insulin pump was under delivering. It was also reported that the insulin was not coming out. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Device primed and seated properly when the test reservoir was detected. No prime or fill anomaly noted. Installed a water filled test reservoir, and primed pump. Set a basal rate for one and monitored the device for three days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at device display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.